Manufacturer narrative:
A ge rep evaluated the system and repaired the interconnect cable and replaced the filament driver board. System operates as intended.

Event description:
The customer reported the system is having filament heater problems and will not produce x-rays. No pt injury was reported.